Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is a malpositioned implant.

Event description:
In (B)(6) 2015, the patient underwent an si joint arthrodesis where three implants were placed. The patient complained of radicular lag pain following the procedure. The surgeon thought that the most superior implant might be causing radicular pain. One month later, in (B)(6) 2015, the surgeon performed a revision surgery where he removed the superior implant and then added anew implant in a more inferior location. The patient's pain complaints are believed to have resolved.